Event description:
A pt who had a positive home pregnancy test presented to her dr on 9/3/96. A urine sample was collected and tested twice on the immunoconcentration assay lot number 591597. The results of both tests were negative. Co determined that the kit had expired on 8/13/96. The expiration date was clearly noted on the product. A serum sample collected the same day was tested using an unknown quantitative method with an hcg result of 11,700 mlu/ml indicating that the pt was pregnant. The results of the quantitative testing was available on 9/4/96. No procedures were performed on the pt during the discrepancy period. Further testing of the kit was not performed at co as the kit had expired. No sample was returned from the customer.